Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was also reported that the implantable cardiac monitor (icm) was suspected to have experienced r-wave oversensing. The device remains in use. No further patient complications have been reported as a result of this event.